Event description:
It was reported that the patient's system was removed on an unknown date in (B)(4) 2009 due to infection. No additional information was provided. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot v223177, implanted (B)(6) 2009, explanted: (B)(6) 2009. Lead model 3889-28, lot v223177, implanted (B)(6) 2009, explanted: (B)(6) 2009. Programmer model 3037, serial (B)(4).